Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge display remained at 110 units for 3 days and that the time displayed on the pump remained the same after accessing various screens. The customer stated that the insulin gauge and time display issues resolved on their own. There was no impact to the customer's blood glucose level. Review of pump data by tandem technical support did not confirm the customer's allegations. Multiple follow up attempts were made to contact the customer. However, no response was received.